Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up and down buttons were reported to be under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2015 with the following findings: during investigation, there was contamination and moisture found under the button contacts. Unrelated to the original complaint, the pump was returned with the contrast, up and down buttons on the keypad inoperable. The ok button responded intermittently. There was no evidence of physical damage on the keypad. The display appeared to be dim and discolored when the pump was powered on. The battery and cartridge compartments were both observed to be cracked. Additionally, the threads on the battery cap were stripped and unable to secure. A test cap was able to be secured and was used for testing.